Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation with an attached mount. Visual inspection of the as returned product identified minimal wear from use on the implant and mount. Functional testing was performed for the returned product and it was determined that the mount screw could not be backed out with hand tools. The implant was clamped and the mount removed using excessive forces. The mount screw and hex mount were noted to be unworn. No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 and replaced the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1224455. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1224455) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or product (tsvb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following have been updated: date of this report.(UDI) number: (B)(4). Expiration date. Date received by manufacturer. Type of report: checked "follow-up". If follow-what type: checked follow-up type. Device evaluated by manufacturer. Device manufacturer date. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). PMA/510(k) number: k011028, k013227.

Event description:
It was reported that during placement the implant (tsvb10) mount could not disengage from the implant. Procedure was completed using another implant. No delay or patient impact was reported. Tooth location 4.